Manufacturer narrative:
Method - DHR, visual examination and compliant review. Device history review showed no reported discrepancies. Complaint history review shows that there have been similar reported event regarding the reported cat number. Visual inspection indicated that the device was returned in used condition. Inspection of the inner threads indicated that the threads were stripped out. The investigation concluded that this per is related to trend of similar events where internal threads of the trident acetabular window trials have stripped. The results of previous investigations indicated that these events occurred as a result of cross threading and subsequent stripping of the internal threads of trident acetabular window.

Event description:
It was reported that, "56mm window trial was reported by dr. Stripped and inserted in acetabulum. He used another extractor from another set to remove the window trial. The window trial was removed and surgery proceeded as planned. I removed the 56mm window trial from the trial and examined the threading to be worn per dr."